Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. The device named in the initial report could not be identified (serial number unknown/incorrect). Therefore, the following data cannot be provided: full UDI, manufacturing date, version / model / catalog number. The UDI-di has been removed in this corrected follow-up report because contrary to the initial assumption, multiple UDI-di may be applicable if the serial number is unknown.

Event description:
The following was reported to hamilton medical ag: there is a problem with control board p.n. Msp161502 s.n. (B)(6): when we install it in a device, the screen is black. It occurred during servicing maitenance activities. No patient involvement.

Event description:
The following was reported to hamilton medical ag: there is a problem with control board p.n. Msp161502 (B)(6): when we install it in a device, the screen is black. It occurred during servicing maitenance activities. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).